Event description:
Additional information: the patient was admitted to ¿short stay¿ per protocol. The old pump was taken out of the pocket and the catheter was carefully dissected from adherent scar tissue. The catheter was then found to be disconnected from the pump. The old pump was explanted and the contents were aspirated, the expected volume was 2 ml but the residual volume was 6 ml.

Event description:
The patient did not report any changes in pain management. The catheter was found disconnected from the pump at the pump/catheter connection. When the catheter was found disconnected from the pump, the new pump was filled with a new concentration of morphine as it was not clear when the disconnection occurred. The patient was hospitalized. Patient was now at a dose of 1.15mg/day of morphine and doing fine.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j10873r12, implanted: (B)(6) 2001. Product type: catheter: product ID 8637-40, serial# (B)(4), implanted: (B)(6) 2012. Product type: pump. (B)(4). Analysis of the pump revealed no anomaly found. The pump passed all non-destructive lab testing. There was no complaint against the pump. There was a motor stall recovery in the logs. A motor stall recovery is an indication that in the pump's life there was at one time a motor stall and then recovery. After doing destructive analysis the technician found nothing significant that may cause the motor stall. There are many factors that can cause a sii motor to stall, for instance emi and magnets ext. Analysis of the catheter found a catheter body hole (or torn catheter) caused by metal pin of pump connector poking through. Analysis of the catheter also found a catheter pump connector broken suture ring. The appearance of the holes on segment 2 indicates the metal pin of the pump connector may have poked through causing the holes. During decontamination segment 1 was partially occluded, but was able to break loose during the process, and also the suture ring was broken. The strain relief shroud may have been suture too tight and causing the suture ring to break.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prophylactic removal of the pump to avoid in-vivo battery depletion on (B)(6) 2012 the physician severed the catheter at the pump connection while making an incision to open the pump pocket. It was noted that prior to the event the patient had "good pain relief." The physician added a new sutureless connector to repair the catheter. The physician wanted to decrease the drug concentration by 1/10th stating that the current concentration of 30mg/ml was "too high" after the catheter was discovered severed. The physician diluted the drug concentration with saline and refilled the pump. The physician then restarted the pump in minimum rate mode. It was later reported that the physician was unable to aspirate the catheter following the revision and the pump was primed "back table" and then programmed in minimum rate mode. On the day of that report the physician wanted to increase the dose as there was still "old drug" (30mg/ml) in the pump. No patient symptoms or injury were reported. The patient outcome was reported as recovered without sequela. The device system was used to deliver morphine and clonidine. Additional information has been requested but was not available at the time of this report.